Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the venous fistula. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon was failed to dilate and the balloon was ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the venous fistula. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon was failed to dilate and the balloon was ruptured. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the 85% stenosed target lesion was located in the mildly tortuous and moderately calcified lesion. The balloon was ruptured after the 2 - 3 times inflation at 24 atmospheres.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 15mm in length and was located 5mm proximal from the distal markerband. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the venous fistula. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon was failed to dilate and the balloon was ruptured. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the 85% stenosed target lesion was located in the mildly tortuous and moderately calcified lesion. The balloon was ruptured after the 2 - 3 times inflation at 24 atmospheres.